Manufacturer narrative:
Date sent to the FDA: 10/17/2008. (Insufficient drive of disposable). Conclusion: the actual device involved in this event was returned for evaluation. Possible customer abuse is suspected due to a damaged tamper seal proof label. A disposable hand piece was attached to unit with no difficulties. The blade rotated in both directions and at all speed levels without the blade stopping or bogging down. High and low rpms were verified to specification, and alignment of the coupler to the connector was good. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was not spinning the blade fast enough. The procedure was completed with no adverse patient consequences.